Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: visual and functional inspections were performed on the returned device. The reported cuff miss was confirmed. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that suture placement with a proglide device was attempted in a common femoral artery (lcfa) using the preclose technique prior to an abdominal aortic aneurysm (aaa) procedure. The arteriotomy was 6fr. Reportedly, a cuff miss occurred. Two additional proglide device was used for successful suture placement using the preclose technique. The sheath was upsized to 12fr and 18fr and the aaa procedure was completed. Hemostasis was achieved using the pre-placed proglide sutures. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. It was reported that the physician is in-training in the use of the proglide device and established in the preclose technique. No additional information was provided.